Manufacturer narrative:
One testicular device was received for evaluation. Evaluation and testing of the returned component revealed a separation between the midline and the injection port on the shell of the device. Testing revealed this to be the site of leakage. Microscopic examination of the surfaces revealed them to be smooth, indicating contact with sharp instrumentation. This component was released according to manufacturing and quality control procedures; thus, coloplast concludes that the observed instrument damage on the testicular shell occurred subsequent to the device packaging being opened. Because the limited information provided to coloplast does not indicate any factors that may have contributed to the reported event, coloplast cannot determine or comment on the sequence of events resulting in the observed separation.

Event description:
As reported to coloplast, a patient experienced leakage in the testicular device from a hole in the device.

Manufacturer narrative:
Evaluation results are pending. A follow-up report will be filed.

Event description:
As reported to coloplast, a patient experienced leakage in the testicular device from a hole in the device.